Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("lower back pain"), menorrhagia ("very heavy periods"), insomnia ("sleep difficulties"), fatigue ("chronic fatigue"), myalgia ("muscle pain in the right thigh for 6 months") and arthralgia ("hip joint pain"). At the time of the report, the abdominal pain, back pain, menorrhagia, insomnia, fatigue, myalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, fatigue, insomnia, menorrhagia and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("lower back pain"), menorrhagia ("very heavy periods"), insomnia ("sleep difficulties"), fatigue ("chronic fatigue"), myalgia ("muscle pain in the right thigh for 6 months") and arthralgia ("hip joint pain"). At the time of the report, the abdominal pain, back pain, menorrhagia, insomnia, fatigue, myalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, fatigue, insomnia, menorrhagia and myalgia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.